Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four bent cannula events on causing hyperglycemia and occlusion. The blood glucose level of the patient was treated by correction injection via multiple daily injection (mdi).